Event description:
Dealer is stating that the chair pulls to the left, re calibrated the motor and then came up with a m2 motor codes, which is bad left motor. Chris stated that the chair stopped in the middle of the road, but end user was able to get off the road. No other information provided.